Event description:
N/a

Manufacturer narrative:
Trackwise -(B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 08/06/2025. An investigation was conducted on 8/11/2025. Signs of clinical use and evidence of blood was observed on the harvesting device handle. The heater wire was observed to be intact with no visual defects observed. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled and detached from the cold metal jaw. The detached silicone insulation was not returned for evaluation. Based on the condition of the device as well the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot #3000486811 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported vasoview hemopro 2 plastic from one of the sides of the jaw has separated. No patient injury reported.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4,b5,g3,g6,h2,h11.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic from one of the sides of the jaw has separated. Nothing detached from the device and fell into the patient. No patient injury reported.